Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was used for vascular diagnosis procedure. The procedure was completed as planned by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that geometry movements were not available. Review of the system log files shows that the not all previously sent frames are received/processed, frame loss. Fse found that there was a bad network cable connection resulted to the reported issue. The fse reseated all the network cable of table and bib which restored the connection. After restoration of connection, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the geometry movements were not available. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.